Event description:
A past event was reported that customer received excessive no delivery alarms. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change. It was advised that sample sets would be sent to customer and for customer to speak with healthcare professional regarding different infusion sets. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.